Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the programmer could not interrogate an implantable cardiac device. It appears that there was a faulty contact between the programmer and the radiofrequency (rf) head, replacing the rf head did not help. The programmer will not be returned due to local customs. No patient complications have been reported as a result of this event.